Event description:
It was reported that the patient's rv pace/sense/hv lead had recorded low pacing impedances, was not sensing or sensing "noise" and had no capture at high outputs. The lead was removed and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.